Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's pacemaker exhibited inappropriate magnet response. The pacemaker was explanted and replaced. The patient's condition was unknown.